Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and found to have a pitch cable dislodged at the proximal end. Additional observation related to customer reported complaint: the instrument was found to have hairline cracks on pitch input disk #5. Other backend components adjacent to the cracked inputs do not show damage which may indicate potential improper reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument was not functioning properly. Upon inspection near tip of cable, appeared cable not aligned. No fragments fell into the patient. The procedure was completed but the patient outcome was not provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: on this particular instrument, you can see the cable misaligned and out from near the tip of the instrument. The broken tag stated that it was put into robot and when going to move instrument noticed it could not properly move, then noticed cables.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.